Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual examination of the provided pictures identified a piece is broken off the device, the picture is not of good quality. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that upon inspection of the instruments, it was noticed the trial articular surface was broken. There was no patient involvement. No further event information available at the time of this report.